Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The international customer reported that when using the nav ring to set a value, the selected value changes on its own accord. There was no patient involvement.